Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient was tested well at a distance and near on vision chart and physician decided to explant the lens. Clinical reason being mentioned as poor quality, waxy in nature. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information received it states that company lens was placed in os (left eye) 8 months prior. Patient complaints of foggy vision since pom (post operative month) I. Reassurance and handholding provided. Lasik (laser-assisted in situ keratomileusis) performed at pom5 for residual -0.50. Posterior capsule clear osi elevated. Patient tested well at distance and near on vision chart but describes the vision as poor quality and waxy in nature. Lens was explanted and exchanged for a different model and diopter company lens following the secondary implant procedure. There was no impact to the patient. Patient states improvement in os vision.